Event description:
It was reported that this lead was explanted due to it was dislodged. It was not repositioned due to helix extension issues. A new lead was successfully implanted. No additional adverse patient effects were reported.